Event description:
During the index procedure the patient had two endeavor sprint drug-eluting stents implanted in the lad. Approximately 5 months post index procedure the patient had a target vessel revascularization using a non-medtronic stent due to in-stent restenosis. The investigator indicated it was unknown if the event was related to the study device. Patient was reported to be recovering following that event. Approximately 16 months post index procedure the site was informed that the patient had died and cause of death is unknown. No further information on patient death is available.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (death). Conclusions: known inherent risk of a procedure ¿ (death). (B)(4). Date of death is year valid only.